Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2016 with the following findings: a review of the black box indicated multiple unexplained reboots had occurred on (B)(6) 2016. The battery compartment was found to be cracked and the battery cap threads were stripped. The battery cap was unable to maintain electrical connection and power loss was duplicated. A test battery cap was able to maintain electrical connection and was used to complete investigation. The pump was exercised for 24 hours with no further power interruptions occurring. The pump cover was removed and no defects were found to the power circuit.